Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that during the night while sleeping, they experienced a shock that is now causing facial tingling. The patient is attributing this issue to their device. No contributing factors were reported. It was mentioned that the patient¿s wife does not know the patient¿s availability at this time, and they do not have any upcoming appointments with their physician. The issue was not resolved at the time of the report. No further complications were reported or anticipated.